Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink was confirmed, but the exact cause could not be determined. One 4 fr dual-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter extended to the 22cm depth mark. The returned sample resembled the product in the photos that were returned for investigation. A microscopic examination of the catheter revealed semi-circumferential creases in the catheter tubing, which are consistent with creasing associated with catheter kinking. One kink was observed between the 2 and 3 cm depth mark. Another kink was observed between the 3 and 4 cm depth marks. A third kink was observed between the 4 and 5 cm depth marks. The wall thickness of the catheter was within specification. Since the kinks were observed, the complaint was confirmed, but the exact cause was not determined. A lot history review (lhr) of reer1094 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC kinked in the pts arm this week, requiring replacement. This was a 4f double lumen. It was stated the bend is at the 2.5cm and the 4.5, so it makes a z in the pts arm.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reer1094 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had another PICC that kinked in the pts arm this week, requiring replacement. This was a 4f double lumen, and most have been triple lumens. You can see the bend at the 2.5 cm, and the 4.5, so it makes a z in the pts arm."